Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # m5450h. (B)(4).

Event description:
It was reported that during a hemorrhoidectomy procedure, the device would not fire properly. It is not known how the procedure was completed. There were no patient consequences. The device was discarded.